Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Medical product: helical blade inserter. Part# 357.377 lot# 7434745. Release to warehouse date: sep 30, 2013. Supplier: (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure to implant a trochanteric fixation nail to repair a right proximal femur fracture, while inserting the helical blade, surgeon was hammering on the end of the coupling screw when it broke into two pieces. No fragments fell into patient. Helical blade was fully inserted; it was not necessary to use an alternate device to complete procedure. Procedure was completed successfully with no delay and no harm to patient. Concomitant devices reported: helical blade inserter (part number 357.372, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device helical blade coupling screw, part number 357.377, lot number 7434745. The subject device was returned with the complaint condition stating: it is reported during an initial procedure to implant a trochanteric fixation nail to repair a right proximal femur fracture, while inserting the helical blade, surgeon was hammering on the end of the coupling screw (part 357.377, lot 7434745, mfg 30-sep-2013) when it broke into two pieces. No fragments fell into patient. Helical blade was fully inserted; it was not necessary to use an alternate device to complete procedure. Procedure was completed successfully with no delay and no harm to patient. The returned instrument was examined at customer quality and the complaint condition was able to be confirmed as the cap had broken off at the weld to the shaft. The cap was not returned with the complaint. Replication of the complaint is not applicable with the returned compliant condition. Although a definitive root cause could not be determined, it is likely that several years of use and possibly poorly angled hammer strikes during surgery contributed to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. Relevant drawings for the returned instrument was examined (both current revision and from the time of manufacture. A design clinical risk management (dcrm) review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.